Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 5.7, 3.4 and 4.2. Customer called back and thinks that it may have been a patient-specific problem. Pt was never sent to the lab; just had high results on their meter. Doctor did adjust pt's coumadin dose based on the meter result. Other pts' inrs are correlating very well on both of their meters (1.9/2.0; 1.7/1.5, etc.).

Manufacturer narrative:
Investigation pending.